Event description:
It was reported that during a follow up in clinic, low pacing impedance and noise resulting in oversensing and pacing inhibition were noted on the right atrial (ra) lead resulting in the patient experiencing pre-syncope. Provocative testing was performed and the noise was able to be reproduced. The physician suspected ra lead damage, however, no anomalies were visually observed. The ra lead was capped and replaced to resolve the event. The patient was in stable condtion.